Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a use error was due to usage of incompatible syringe used.

Event description:
It was reported while checking the syringes for compatibility in the neonatal intensive care unit, bd 10ml syringe (#302995) was observed in a syringe pump that was in use. It is not compatible with the alaris syringe module, this was pointed out to the clinical unit manager. This was observed by bd representatives during an on site visit. There was no patient involvement.

Event description:
It was reported while checking the syringes for compatibility in the neonatal intensive care unit, bd 10ml syringe (#302995) was observed in a syringe pump that was in use. It is not compatible with the alaris syringe module, this was pointed out to the clinical unit manager. This was observed by bd representatives during an on site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.